Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a lead revision procedure, the lead was found to be disconnected from the neurostimulator and fluid was noticed in the connector block. The generator and lead were replaced. After the procedure, the pt was reported to get adequate stimulation and was feeling "perfectly".